Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens did not eject properly out of the cartridge. The surgeon decided to use another lens due to it being unk if the lens was damaged. There was no pt contact.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.